Event description:
While preparing to use the balance middleweight guidewire, the doctor noted that the tip of the wire appeared to have a gap in the wire transition area. The wire was removed from the guide catheter and was not used for the patient's procedure. There was no harm to the patient.